Event description:
It was reported that the device was at end of service (eos) and could no longer be interrogated. The device was explanted and replaced. It was further reported that during the device replacement procedure, the right ventricular (rv) lead had high impedance and intermittent capture at 5 volts. A fracture was suspected but could not be confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4092-58 lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.